Event description:
It was reported that the customer's insulin pump had a blank display. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
The insulin pump was monitored for several days and no constant tone, audio anomaly or blank display was noted. The insulin pump passed the self test and operating currents. No damage was found on the liquid crystal display isolation tape. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.